Manufacturer narrative:
Additional data: b1: adverse event or product problem- "product problem" should be removed and "adverse event" should be added. B2: outcomes attributed to adverse event "required intervention to prevent permanent impairment/damage" should be added. B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was exchanged with the same model/length, different power and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. D6b: if explanted, give date: "on (B)(6) 2025" should be added. H1. Type of reportable event: "malfunction" should be removed and "serious injury" added. H6. Health effect- impact code (f)- "2199" should be removed and "4629" should be added. H11. Manufacturer narrative: "secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation" should be added. Claim#: (B)(4).

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens remains implanted.the cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.